Manufacturer narrative:
(B)(6).

Event description:
Patient's mother contacted dexcom on 01/08/2016 to claim no audio output on 01/08/2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.